Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side "implant failure." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: -one opening striated in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "implant failure." The device has been explanted.